Event description:
It was reported that the implantable cardiac monitor (icm) detected atrial fibrillation (af) due to premature atrial contractions (pacs) and premature ventricular contractions (pvcs). No intervention or procedure was reported. The patient had no consequences.